Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to being unconscious for 3 days, high blood glucose (bg) levels of 80 mmol/l (1440 mg/dl) and ketones present, while wearing the pod on the abdomen between 36 and 48 hours. The pod was removed, the cannula was noted to be bent and the site was bleeding. At the hospital, the patient was placed on a sliding scale treatment of intravenous (IV) not specified.